Manufacturer narrative:
Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, customer disconnected at the t:lock. Tandem technical support educated the customer that disconnecting at t:lock and not site introduces air bubbles into the tubing. Customer¿s blood glucose level was 200 mg/dl. Customer changed cartridge and resumed insulin delivery.